Event description:
Patient reported the infusion device display is damaged and the values are not readable. The infusion device was returned for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Registration#: (B)(4).